Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had the act button was unresponsive. The customer¿s blood glucose was 126 mg/dl at the time of incident. The customer also stated that the up and down arrow had a specific area to press on the insulin pump in order to respond. The customer stated that clock was advancing. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on bolus, esc, act, up arrow and down arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test and self test.